Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty component. Unable to verify the alarm due to blank display.

Event description:
The customer reported an alarm and a blank display. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.